Event description:
As the result of an adverse event inour facility in which there was a delay in responding to alrms leadership decided to implement action plan in which the central monitoring system can not be silienced at the nurse's station, instead of alarms would need to be silenced at the bedside. However upon programming the alarms it was discovered that boht red and yellow alarms have to be reset at the site i.e., either the pt room or the central station. Ideal programming would allow the choice for yellow alarms to be silenced at the central station and red alarms to be silenced at the bedside.